Event description:
Report rec'd of a non-delivery of heparin with no pump alarm. It was reported that heparin was hung at 1430 in 2001 at an unspecified rate of delivery. Serial ptt lab results drawn on the pt through the night were reported to be sub-therapeutic. According to the heparin nomogram used by the facility, the pt required bolus doses of heparin three times during the night with an increase in the rate of the heparin each time. No specifics on rate were recalled. At 0600 it was noted that the pump display indicated that 230ml had been delivered, but the heparin bag was still full. The pump was removed from clinical service and a replacement pump was used to deliver the heparin at the originally ordered rate. According to the customer contact, the first ptt drawn on the pt after the replacement pump was in use indicated a therapeutic level of anticoagulation. Though requested, no further info was available.